Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
This emdr is being submitted for an unknown number of wafers for unknown market units for unknown number of events happened previously. The end user reported that when she tried to mold the wafer, the moldable portion of the wafer mass crumbled. No photograph is available at this time.